Manufacturer narrative:
The reported oad was received for analysis along with a viperwire guide wire and non-csi catheter. A visual examination was performed and found that the oad saline sheath was separated and the driveshaft was fractured. The fractured distal section of the driveshaft was not returned with the device. The guide wire was observed to be kinked and the non-csi catheter was damaged at the distal end. Scanning electron microscopy was performed and identified the presence of fatigue on the fractured filar surfaces, which indicates that the fracture occurred while the device was spinning. The saline sheath and driveshaft damage likely resulted from elevated localized stress levels applied while the device was spinning. It is hypothesized that this damage occurred as a result of the damage observed at the distal end of the returned catheter, however this could not be confirmed and the root cause of the damage is unknown. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the crown of the device became detached. During treatment of a lesion in the distal superficial femoral artery (sfa), multiple passes were performed with the oad around a tight arch and the device stopped spinning. Upon removal, the oad became stuck in a non-csi sheath and a portion of the device became detached. The oad was replaced and a larger sheath was used to complete the procedure with no patient complications. It was confirmed that no portion of the oad remained in the patient, and no intervention was required to remove the device fragment from the body. Per the physician, the cause of this event was the high tortuosity of the vessel and the calcium present.